Manufacturer narrative:
Training fqc, pay attention to the front tire, avoid defective production being packed. Responsible person: (B)(6) ; date: (B)(6) 2015. Ipqc increased sampling plan, enhance quality control in our firm. Responsible person: (B)(6); date: (B)(6) 2015.

Event description:
Per dealer, front tire is flat new out of the box.